Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer's blood glucose level was 82 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.